Event description:
It was reported that device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient was in unknown condition.

Manufacturer narrative:
Additional information: h6 codes for type of investigation, investigation findings, and investigation findings